Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery. An unspecified guide wire was advanced through a copilot and a 2.75 x 38 mm xience alpine was advanced through the copilot to the lesion. It was then noticed that there was no stent on the balloon. The devices were checked and the stent was found dislodged inside the copilot. The stent was removed from the copilot and another xience alpine stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.